Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report : 1627487-2017-01022, 3006705815-2017-00185. It was reported the patient's system devices were explanted and the devices were discarded by the facility.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report 1627487-2017-01022, 3006705815-2017-00185. It was reported the patient experienced pain at the ipg pocket site. The patient also believes the system caused erectile dysfunction. The patient requested the devices be explanted.